Event description:
It has been reported that healthcare workers (unable to determine the specific number) complained of eye and throat irritation, nosebleeds, nasal congestion, burning of nose. Headaches and sever hives, which lasted all day. No medical care was sought or administered. Updated information received 01/2005 indicated that only 1 healthcare worker was involved in this event.